Manufacturer narrative:
The customer was contacted for the return of the suspect product. The product has not been returned to zoll for evaluation.

Manufacturer narrative:
Some information was not provided and is unknown; therefore, a complete UDI cannot be provided. Zoll medical corporation has not received the device for evaluation and this complaint is still under investigation.

Event description:
Complainant alleged that while attempting to treat a 40-year-old female patient, the electrodes would not adhere to the patient's skin. Complainant did not indicate that there was any adverse effect to the patient due to the reported malfunction.